Event description:
It was reported the tip of the set screwdriver was twisted and a portion is missing.

Manufacturer narrative:
The device is used for treatment, not diagnosis. A review of the device history records found no manufacturing, processing, or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Visual inspection of the t27 driver found that a portion of the tip is missing. The remaining most distal tip appears to have been stripped/twisted in a clockwise direction which is associated with the final tightening process. The cause is likely due to excessive lateral bending/fatigue stress. If additional information is provided, a supplemental report will be submitted.